Event description:
It was reported that during an attempted implant, after the device was attached to the leads, intermittent ventricular oversensing was noted on the surface electrocardiogram. The pocket was re-opened and lead connections tested normal. The device was observed to oversense again while in the pocket. The ventricular lead was unplugged and tested with the analyzer with no abnormalities observed. Once re-attached to the device, oversensing was again detected. The physician elected to use another device which tested within normal limits. The new device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet. Concomitant medical products: 507652 lead, implanted: (B)(6) 2014. (B)(4).